Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer jammed. A field service engineer (fse) found the station with the customer unable to access drawers 2 and 3, which store controlled medications. The back panel was opened, and no power was found going to the module and both controller boards. The module board and both controller boards were removed and replaced. The station was rebooted, and medbank support was contacted to assist with drawer reconfiguration. The customer was then able to log in and successfully perform a cycle count of the drawers with good results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, drawer jammed and unable to close. There were no adverse events or injuries reported based on this event.